Event description:
It was reported that suture placement was successful in the right common femoral artery using the preclose technique using a prostar xl prior to an abdominal endoprosthesis interventional procedure. The sheath size during the preclose procedure was 7f. The sheath used during the interventional procedure was 18 fr. Reportedly, the closure procedure did not completely close the arteriotomy, there was a small amount of bleeding. The access site was reopened and surgically closed. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incident in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.